Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. On (B)(6) 2025, the patient underwent a bronchoscopic lung volume reduction with three svs valves in the right upper lobe (rul). The patient experienced a large right pneumothorax post procedure on that same day, and a chest tube was placed. Additionally, this necessitated removal of this valve on (B)(6) 2025. The patient has two remaining valves in the rul. Pneumothorax improved and the chest tube was removed on (B)(6) 2025. On (B)(6) 2026, the patient was discharged on 4 liters (l) of oxygen with improved shortness of breath and activity. The patient has since had several follow-up visits and reports an improvement in her condition. It was reported that at the one month follow up appointment, the patient had some discomfort around the site of the insertion of the chest tube; however, on assessment, the incision was well-healed without any redness or swelling in the area. The patient reported that she has an easier time being able to get out of her chair into the bathroom or for short walks within the house. However, when the patient takes longer walks, she does still become dyspneic. She is using between 2 to 5 l of oxygen on her concentrator. She noted she has less dyspnea for non-exertional activities at home post-valves. The customer indicated that there was no device failure since pneumothorax is the main known risk of this procedure. The adverse event was assessed as device related and not procedure related. Upon further follow-up, the customer reported that pneumothorax began to improve after this valve was explanted on (B)(6) 2025. The pneumothorax was not believed to be related to the 2 remaining valves. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.